Manufacturer narrative:
The implantable neurostimulator (ins) has been returned to the MFR for analysis which is not complete as of the date of this report. A f/u report will be sent when analysis is complete.

Event description:
Following a revision to repair a damaged extension (see MFR's report #3004209178200806774), the pt was not able to recharge the implantable neurostimulator (ins); she could only get 1 bar during coupling. Upon interrogation with the physician programmer, the screen showed check clock. The clock was changed and the device was again interrogated. An "antenna too far away" message was seen. An x-ray was done (date not reported) to determine if the ins had flipped; it was still questioned due to not knowing the direction in which the x-ray was taken. They had the pt try laying down and crunching her abdomen area to see if coupling could be obtained; 2 bars were available, but a slight movement would remove any bars. The ins was placed under fascia due to erosion at the first ins pocket (see MFR's report# 3004209178200806783). The physician stated that the ins could be a little more than 2 cm deep. The ins was replaced. The pt was reported to be doing well with the smaller device implanted more superficially (approx 1.3 cm).